Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, after deploying the proximal part of the trunk-ipsilateral leg component, the physician removed the transparent knob and then, contralateral leg hole cannulation was performed. When attempting to cannulate the contralateral leg hole, massive bleeding from the handle was noted (physician reportedly needed hurried deployment of the device due to handle leakage). The device was used as it was and all the planned devices were implanted successfully. The final angiography showed a type ii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and bleeding complications. H3- product evaluation summary: the device evaluation showed the following: o engineering removed the spine covers and the manifold assembly was examined. No abnormalities were noted. O visual examination showed the manifold assembly containing dried blood. O the septum appeared to be intact with no obvious damage. O the glue ports and guidewire trough were inspected and appeared to be filled with glue and cured. O purple dyed water was pressurized through the septum into the manifold area to inspect for any potential leakage. No leaks were observed. Based on the findings from this evaluation, the physician¿s observation ¿blood leakage from catheter handle¿ could not be confirmed. The likely cause for the blood leakage from the catheter handle could not be determined with the available information.